Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting was performed in which the software was updated. As a result, the message went away the issue was resolved.